Event description:
Customer reported the vertical lift column would not move. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the switch was not placed fully in the "on" position. Ge rep placed the standby switch in the on position. System operates as intended.